Event description:
It was reported that perforation occurred within the right coronary artery. The target lesion was in a severely calcified right coronary artery (rca) to proximal rca. A 0.014-inch guidewire crossed the lesion. A non-bsc intravascular ultrasound catheter, balloon catheter and non-bsc microcatheter could not cross the lesion from the ostium of rca. A rotawire drive was able to cross the lesion and ablation was performed with a rotapro 1.25mm in proximal rca. The rotapro 1.25mm was exchanged for a 1.50mm rotapro. The 1.50mm rotapro was advanced. A stall occurred around the tip of the guiding catheter. The remaining nitrogen gas level, supply level, and the connector to the console were reconnected. There was no improvement. The 1.50mm rotapro was replaced with another 1.50mm rotapro. Ablation was able to be performed without issue. Contrast medium was applied. The mid rca was found to be perforated. A covered stent was placed and the procedure was completed. No further patient complications were reported.